Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a failed battery test alarm and replace battery now alarm. The customer reported that they did not received a low battery alert prior to replace battery now alarm. The customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot for failed battery test alarm. The customer stated that the battery was not previously used. The customer stated that the insulin pump was bumped.. The customer stated that the battery cap was not missing or damaged. The customer stated that there have not been unattended alarms. The insulin pump will not be returned for analysis.